Manufacturer narrative:
Integra has completed their internal investigation on november 21, 2017. Failure analysis- customer complaint issue not confirmed. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. Device history review:this product was made in april 2012, at that time this product was not serialized. The lot code is 124, no quality issues or non-conformances shown. No manufacturing or design related trend has been identified. Post market information will continue to be monitored. Root cause analysis - is undetermined at this time. With respect to the returned unit, it has passed all specific functional testing requirement, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. Pm maintenance needs to be preformed at this time. General maintenance and cleaning required.

Event description:
A report was received that a patient slipped out of the mayfield head positioner on (B)(6) 2017. No patient injury or death alleged. A delay in surgery for an unspecified time was reported. Request for additional information has been sent.